Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of failure to deliver current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the large intestine during a colonoscopy procedure. According to the complainant, during the procedure , the physician snared the polyp but when attempting to cauterize the polyp, current was not being delivered to the snare. It was reported that the patient was padded correctly. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.